Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported the handpiece received an overtemperature error. The customer reset the generator, continued with the case, encountered the same issue again, continued to reset the generator and completed the case with no pt consequence.